Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for eval. Retained product from the same lot was evaluated and all testing was found to be within specification. There were no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
This is the first of two reports for the same pt involving two lot numbers of the same product. It is unk which contributed to the event. Refer to 9610813-2013-00017 for the description of the second report. It was reported by the pt that he wore a trial pair of lenses on (B)(6) 2013 and removed the lenses in the evening. The next day, the pt noticed that his eye was "infected." On friday, the pain in his left eye kept him up all night. The pt went to his eye care professional (ecp) on saturday afternoon and was diagnosed with a corneal ulcer. The pt was still having "stabbing pain" in his left eye, so he went to an eye and ear specialist on sunday. The pt is currently being treated by a corneal specialist and is being treated with vigamox every hr, or as needed for 7 days and tylenol for pain. Add'l info rec'd on (B)(4) 2013 from the ecp stating that the pt was diagnosed with a peripheral corneal ulcer in the left eye (os) on (B)(6) 2013 at 2.5 mm in size. The pt experienced moderate pain/discomfort, moderate redness, mucopurulent discharge, and a moderate anterior chamber reaction. There were no infiltrates present. There was mild corneal staining and it is unk if there was any permanent scarring. The pt was prescribed besivance, 1 drop every half hr per day with cycloplegia os on day 1. It is unk at this time if the event has resolved or if the pt has resumed lens wear.